Event description:
The following info was provided by the cook area representative based on comments made by the user. After stent deployment, the endoscope was advanced into the stent to check placement. The physician noticed parts of the z stent had broken at the metallic part and were protruding into the lumen (i.e. Are visible on inside of stent). There was no harm to the pt . The physician is taking no further action at this time because the device (i.e. Fractured part of z stent) does not appear to be in contact with the mucosa (i.e. Protruding inside the stent lumen and not in contact with the pt's mucosa). No section of the device was removed from the pt. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A potential cause for the event was that the info provided indicated the endoscope was advanced into the stent after placement. The instructions for use direct the user to introduce the endoscope and advance to the upper margin of the stent in order to endoscopically confirm the position and patency of the stent. The instructions for use caution the user not to introduce the endoscope into the stent. Prior to distribution, all colonic z-stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Correction action: a review of the complaint history was conducted and this represents an isolated occurrence. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.